Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted during our testing. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had broken battery tube threads, cracked belt clip slot at the battery tube threads area, cracked reservoir tube lip, minor scratched lcd window and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer was hospitalized for having a seizure a month prior. The customer's parent also reported the paramedics were called for a high blood glucose incident on (B)(6) 2016. The customer's blood glucose was 340 mg/dl at the time of incident. Customer reported they were connected to the insulin pump at the time the paramedics were called. The customer's current blood glucose was 219 mg/dl. The customer's parents also reported the customer received a motor error alarm on the insulin pump. The customer's stated they were able to complete the rewind sequence on the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.